Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to a blood glucose level that ranged from 396-397 mg/dl. Customer administrated a manual insulin injection prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin, and with potassium while admitted to the hospital. The customer was released from the hospital on 2022-12-27 with no permanent damage. The cause of the high bg was unknown. During the report with tandem technical support there were no pump issues identified. The customer declined to provide additional information and declined further troubleshooting with tandem technical support.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to a blood glucose level that ranged from 396-397 mg/dl. Customer administrated a manual insulin injection prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin, and with potassium while admitted to the hospital. The customer was released from the hospital on (B)(6) 2021 with no permanent damage. The cause of the high bg was unknown. During the report with tandem technical support there were no pump issues identified. The customer declined to provide additional information and declined further troubleshooting with tandem technical support.

Manufacturer narrative:
B5.